Event description:
Procedure: hemicolectomy. Reportedly, the ta instrument was placed on bowel and closed appropriately on tissue. The stapler was then fired. The bowel was transected only to find that the staples were not fired. Another ta device was used with approximation by allis clamps to close the open bowel. Irrigation and anitibiotics were prescribed to combat potential infection.